Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have dislodged pitch cable at the proximal end of the housing. This affected the ability to move intuitively. The instrument was also found to have a dislodged conductor wire at the proximal end in the housing. The complaint regarding a broken cable was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) had a broken cable. There was no report of patient involvement.